Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Vertical fracture of anterior femoral condyle was noted when the instrument was hammered. Additionally, wiring was done and two screws were used for fixation. The time of surgery was extended by 30 minutes. After removing trial devices, implants were used with cement. It was confirmed that the location and alignment of the implants were appropriate in the image. However, the doctor thinks that non-weight bearing is necessary. The surgeon thinks that the shape of the device should be changed to prevent it from getting in the bone too deep.

Event description:
Vertical fracture of anterior femoral condyle was noted when the instrument was hammered.